Event description:
Allegedly the stem was removed during the revision surgery.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when then investigation is complete. This is the same event as 1043534-2009-00041 and 00043.